Event description:
It was reported that during an unspecified angioplasty procedure, a balloon rupture and detachment occurred. A gladiator balloon ruptured on the initial inflation inside an unspecified stent in a right arm fistula and was unable to be removed completely. An additional stent was placed to secure the balloon markerband in place. The procedure was completed with a different device. No patient complications were reported, and patient status was reported as fine.additional information has been requested and is not available.

Manufacturer narrative:
(B)(4).device evaluation by manufacturer: as the device has not been returned, a technical analysis could not be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).